Event description:
A customer reported difficulty pressing the wake button on their insulin pump, which necessitated multiple attempts to activate the pump screen. There was no reported impact on the customer's blood glucose level. The customer continued to use the current pump.